Event description:
Device 2 of 3. Reference MFR report #1627487-2013-19016. Reference MFR report 162787-2013-19018. It was reported the pt has not received effective pain relief since the scs system was implanted. The pt feels pain at the ipg implant site, when he lays on his back, due to the location. Surgical intervention may be taken at a later date. Note the pt has 4 leads from 2 lots. Both lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.